Event description:
It was reported that during a ptca/stent procedure, there was reportedly no difficulty in placing the guide wire in the right internal mammary artery (rima) graft to the left anterior descending. It was noticed that the guide wire had separated into two pieces within the guiding catheter. Another guide wire and balloon catheter were passed into the guiding catheter. The balloon was inflated against the distal piece of the guide wire, pressing it against the catheter. The device was then removed from the pt as a unit successfully. The procedure was completed successfully, and no pt injury was reported. No other info was provided.